Event description:
It was reported that during a da vinci assisted right upper pulmonary lobectomy procedure, an artery was injured and the procedure was converted to open to control the bleeding. After 2.5 hours from the start of the procedure, the anesthesiologist asked to stop the procedure because there was bleeding observed in the patient's ventilation line. The amount of blood loss is unknown; no transfusions were administered. The procedure was completed. It is unknown if there were any post-operative complications. Though requested, no additional information was provided.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned.